Event description:
As reported, during use in patient, this swan ganz catheter provided an incorrect continuous cardiac output (cco) of 20 l/min. Then, at aicu (adult intensive care unit) cardiac output (co) provided by bolus mode was 5.8 l/min. The cables and monitor were changed but the issue was not solved. Later, it was observed the tip was looped. Once the catheter was repositioned using x-rays, the issue was solved, and co values were correct. The patient was not treated according the incorrect values since the physicians were aware of the deviation. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. As part of the catheter manufacturing process the units go through electrical and leak inspections.